Manufacturer narrative:
The observed internal cannula tear is related to action #98586. Investigation of the returned device found a tear in the internal portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.6, operating system: bp2a.250605.031.a3.a166u1ues5cza8, hardware: sm-a166u1, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported the patient's blood glucose level rose to 330 mg/dl. The pod had been placed around noon time, after the school called the mother stating the patient had bumped their pod during recess and required a replacement. After approximately 2 hours, the new pod started beeping and an error message was received. When the new pod was removed from their leg, the mother noted blood on the blue cannula. There were no additional pods available and therefore the patient is being treated with insulin injections via a pen until new pods arrive. The device evaluation found a tear in the cannula.